Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly and that an unspecified malfunction occurred. Additionally, it was reported that pump casing was corroded and damaged where the cartridge is loaded. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.